Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. A review of the event history log identified system error 348 alarm but not reproduced during evaluation. Evaluation observed no discrepancies related to the reported symptom. No correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an error code 348 (no upstream sensor poll) during delivery in the chemotherapy department. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.